Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Please clarify the event: cartridge stuck on the jaw and didn't fire at all. Retrieved cartridge and replaced with new one. Did the cartridge fall off the device? Or did the cartridge just not fire and was removed from the device?

Event description:
It was reported that the cartiridge stuck on the jaw and didn't fire at all. Retrieved cartridge and replaced with new one. No patient consequence reported.

Manufacturer narrative:
Product complaint # (B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information requested and received: please clarify the event: cartridge stuck on the jaw and didn't fire at all. Retrieved cartridge and replaced with new one. Did the cartridge fall off the device? Or did the cartridge just not fire and was removed from the device? Cartridge did not fall off from the jaw. It didn¿t fire and was able to remove from the instrument.